Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the device had improper package. No other information is known at this time. No patient consequence reported.

Manufacturer narrative:
(B)(4).batch # t5c035. Device analysis: the analysis results found that a pcee45a device was returned outside its original package and no packaging was returned. Due to no packaging returned, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.